Event description:
Per the clinic, the patient experienced a performance decrement due to migration of the electrode array. Subsequently, the device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on april 22, 2024.